Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-mar-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient went to the ER for a possible infection that occurred in the openings for the leads. The caller was able to confirm the infection on (B)(4) 2018. The doctor decided he wanted to explant the device, and confirmed that the device is not yet explanted. No further complications were reported. No additional patient symptoms were reported.